Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after inserting the balloon catheter into the sheath the back flow of blood was aspirated from the sideport of the sheath and more air was aspirated than usual. A slight st segment elevation was observed and the procedure was able to continue. Later the occlusion was attempted but unable to be performed and after deflating the balloon, a remarkable st segment elevation was observed and the patient's blood pressure decreased and a transient atrioventricular block developed. Medication was administered and intervention was performed. The case was aborted. A whole body computerized tomography (CT) scan was taken in addition to an magnetic resonance imaging (MRI) of the head and no evidence of air was found; however, the physician stated air might have flown into the coronary artery. The patient's hospitalization was extended and they were discharged at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter 2ach20 with lot number 11169593 was returned and analyzed. Visual inspection of the mapping catheter showed the shaft and tip/loop section were intact with no apparent issues. No kinks were observed along the shaft, or tip/loop section of the catheter. The reported clinical issues and air ingress cannot be caused by achieve mapping catheter. A clinical issue was encountered during the procedure. In conclusion, the clinical issue (st elevation, hypotension, heart block, embolism, and air ingress) could not be confirmed through testing. The reported mapping catheter passed the returned product inspection as per specifications. There is no indication of relation of adverse events to the performance of the cryo device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.